Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination of bacteria test of channel was failed. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed however due diligence with the customer was conducted regarding further evaluation of the device by a third party lab, but the customer replied that they did not order the device to be tested by a lab and instead tested it in the hospital itself. Olympus asked for the hospital to share their findings, but they refused to share the results of analysis. There was no indication of use error during reprocessing. The cause of customer allegation of a failed bacteria test in the channel could not be determined. The device was sent through service and repaired olympus will continue to monitor field performance for this device.